Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cervical leads that were initially placed in 2023 migrated and a device revision was performed. During the revision, the physician attempted to push the existing leads back up but was unable to do so due to really bad scar tissue and a fusion at c6. The physician then attempted to place two new cervical leads, but after much effort only one new lead could be placed. The leads were explanted, and the issue was reported as resolved with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.